Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.

Manufacturer narrative:
(B)(4).

Event description:
This system was explanted and replaced three days later. The patient had an infection that originated from her port. 2/22/2016 - update, this patient's device was also eroding through the skin. Patient had a boil on her skin that created a hole where the device started to come through. The physician explanted this device and put the new system on the other side.